Manufacturer narrative:
The ge service rep greased the hv cables and a system arc test was performed. He was unable to duplicate the malfunction. The system operates as intended.

Event description:
The customer reported that there was a pop heard from the system, and a tube housing hot error displayed after 3 min of fluoro. Also the system shut down after the pop.